Event description:
Pt spontaneously reporting ms3 pump (B)(4) loads but then as pt was attaching the tubing pump resets to load again. Pt tried replacing battery but still resets. Pt switched back and loaded second functioning pump. Pump was not in use when fault occurred. No lapse in infusion or side effects due to malfunction. Sending replacement pump and pt will return malfunctioning pump. Reported to (B)(6) by pt/caregiver. Strength: 10mg/ml, dose or amount: 51.24 nkm, frequency continuous, route: sq. Dates of use: from (B)(6) 2015 to current. Diagnosis or reason for use: pah.